Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturer (OEM). A manufacturing and quality control review was performed by the OEM for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined. However, if the device is returned for evaluation or additional significant information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic bladder tumor resection procedure, the sheath¿s beak broke off and fell into the patient¿s bladder. The user facility reported that the device fragment was completely retrieved with a rigid biopsy forcep. The intended procedure was completed with the same device. There was no patient injury completed. Additionally, it was reported that the sheath and other equipment was inspected prior to the procedure with no anomalies noted.